Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. A technical support specialist confirmed that issue was resolved. The system functioned as intended after troubleshooting.